Event description:
Meter name: one touch basic original, strip name: one touch, meter code: 8, strip code: 8, strip storage: unknown, symptoms: shaky. A patient reported they were feeling ill and treated by doctor. Their meter allegedly gave an error message and read inaccurately erratic. The result on their meter was 116 mg/dl. The result on the doctor's meter was result unknown. The time difference between patient's meter and doctor's meter, no comparison. Treatment was 2 cookies. Meter within specs. No further info has been reported.